Manufacturer narrative:
7/24/1998: b5 - follow-up info was not received from health care provider despite numerous attempts to contact them and obtain further details of the reported event and device usage. H6 - final device analysis revealed no significant anomalies of the device, however there was no output or telemetry from the device battery.

Event description:
Explanted device returened to manufacturer with comment of "faulty". Upon follow-up with the health care provider for further information, the physician's office was surprised that the battery in the patient's pulse generator lasted only six months, as the patient was using it very nominally. Incomplete information as to the parameter settings of the device were provided by the physicians, and the manufacturer is presented unable to determine if the device did in fact deplete prematurely. Follow-up information has been requested from the health care provider to more accurately determine expected life to the device. Additionally, manufacturer is trying to confirm whether the suspect device was connected to either one or two neurostimulation leads which would be a significant factor in determining life expectancy of the device.